Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02919. It was reported the pt had difficulty locating her ipg to charge. The pt allegedly weighs less than (B)(6) pounds and her charger seemed to work better when distance was created between the ipg and charger antenna. A new spacer kit was sent to the pt to assist with charging. Follow-up identified it was taking the pt a long time to charge, during which she experienced ipg pocket heating. It was reported the pt's ipg is very superficial. A replacement charging system was sent to the pt. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.